Event description:
During off-label used of an enterprise stent to treat a symptomatic (mca) middle cerebral artery stenosis, the first enterprise stent migrated distal to the stenosis during deployment. A second enterprise stent was used to complete the procedure.

Manufacturer narrative:
The complaint received states that the enterprise stent had deployment difficulty with inaccurate placement. To date there are no patient, vessel or lesion demographics available. During off-label used of an enterprise stent to treat a symptomatic (mca) middle cerebral artery stenosis, an enterprise stent migrated distal to the stenosis during deployment. A second enterprise stent was used to complete the procedure. There was no report of injury for the patient. There is no sterile lot number information available thus no DHR could be performed. Inaccurate placement is a known potential adverse event associated with the implantation of self expanding stents and is listed in the enterprise IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the stent was used in an off label manor which can affect the expected functioning of the device. Review of the information suggests that procedural and lesion characteristics may have contributed to the reported event.

Manufacturer narrative:
No information code was chosen for the patient identifier, since there was no code available for reported event of stent inaccurate placement. Please note: the catalog (b)() represents an unknown enterprise vrd. The catalog and lot number for the actual product used in the patient is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt.